Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a loss of therapy. The patient stated that he feels that his ins needs to be replaced because his device "won't do anything at all" and the patient has tried increasing the stimulation and changing programs. The patient stated that he has had a uti. The patient was in the hospital on (B)(6) 2016 and "they took out 2400, then 800, then 600, then 1000 of urine." The patient stated that he was then put on a foley catheter and now has a uti and pain that he is dealing with. Troubleshooting of the ins could not be done at the time of this call due to the patient programmer needing new batteries and the patient did not have a new set of batteries to put in the programmer. The patient stated that he would call back after getting new batteries. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.